Event description:
Outbound. Patient reported no disposable clamp tubing alarm on both pumps lot number of prefilled cassette 4203284, patient used new cassette and issue resolved. No further details provided.